Event description:
User facility reported that when the product was attached to an external drainage catheter, there was no flow of cerebrospinal fluid into the drainage bag. Date of placement of the ventricular catheter is unknown. A second drainage bag was attached to the drainage system and the unit did show drainage of cerebrospinal fluid into the collection bag.